Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found low battery alarms on 07/31/2025 at 04:08:00.000. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 31-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. On the event date of 31-jul-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, force sensor and the battery tube connector plugged in properly to j7/pcb 1. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Blank display not confirmed. Unable to verify customer alleged for high bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a blank display of the insulin pump. The customer reported a blood glucose value of 21.8 mmol/l. The customer was treated with manual injection/insulin pen. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after pump restart. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.